Event description:
Customer reported a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after this action. The customer will continue to use current pump for insulin delivery.